Manufacturer narrative:
Upon further review of this complaint event, it was discovered that additional information was provided by the customer when the repairs were being done by the getinge service territory manager.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a coiled cable loose connection and the display was lost. Subsequently, the customer also reported that when the coiled cable was bumped, the display shut off due to a bad connection to the backplane board which caused the iabp to alarm and shutdown. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found that the connection between the coiled cable and cable to the backplane board opened when moved or wiggled. To fix the issue, the fse replaced the cable to the backplane board. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a coiled cable loose connection and the display is lost. There was no patient harm or adverse event reported.